Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics. Pump also received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer falling into a swimming pool with pump. Customer reported that as a result, insulin pump received a critical pump failure. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.